Manufacturer narrative:
Loose wire.

Event description:
It was reported by service report that the bed would not go into brake, steer or neutral. No pt involvement or adverse consequences are reported.